Event description:
This is 2 of 2 reports for the cryosolutions set/pen used during this event and is linked to mfg number 3014334038-2024-00020. It was reported that a physician was burned when handling the cryosolutions set with 1 cartridge/1mm tip (33510). Staff was using a new lot of cartridges and one exploded with liquid nitrogen when applying a new cartridge to the cryopen. The reporter stated "maybe it is the pen". It is currently unknown whether medical intervention was required. No patient injury or surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4 (product serial number, UDI #), d9, g3, g6, h2, h3, h4, h6, h10. The suspected cryosolutions set with 1 cartridge/1mm tip (33510) was returned for evaluation: device history record (DHR) shows no abnormalities related to the reported issue were identified. Failure analysis - the cryosolutions pen of the cryosolutions set (33510) was received in used condition with a damaged o-ring, requiring replacement. A worn o-ring was replaced by the product repair technician to restore product functionality. The product serial number indicates a manufacture date of 2016. Wear or damage to the o-ring may have occurred over multiple years of use. Per the product supplier, a damaged poorly seated o-ring may allow gas to escape when installing a new cartridge. Protective gloves must always be worn when handling cryosolutions products. The instructions for use (IFU), directs user to "always use protective gloves when installing cartridges. Inspect cartridge for o-ring. If o-ring is missing, do not attach the cartridge. Contact integra miltex for o-ring replacement." Root cause analysis: the reported complaint was confirmed. The issue of gas exploding or spraying out may result from installing a new cartridge with a damaged o-ring. IFU states: "always use protective gloves when installing cartridges and using cryosolutions devices". "The cartridge must be screwed into the control mechanism in a clockwise direction both quickly and completely". "The pin must be fully inserted into the pin insertion point before attaching the cartridge". No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a.